Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Several attempts were made to obtain further information on the event with no response to date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported three occurrences of intraocular lens (iol) rotation in a three month period following an iol implant procedure. Unspecified additional intervention was required. She further indicated that the physician did not change his operating procedures nor are there any changes in operating policies. Several attempts were made to obtain further information on the event with no response to date.